Event description:
It was reported that this right ventricular (rv) lead first showed undersensing and loss of capture on the telemetry. An x-ray was performed and revealed both leads were dislodged and pulled back into the atrium. The patient did not exhibit signs of distress and did not collapse. Apparently, the patient raised his arm and cause the dislodgement. The lead was first repositioned but was ultimately explanted the next day. Lead stabilizers were used for support. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead first showed undersensing and loss of capture on the telemetry. An x-ray was performed and revealed both leads were dislodged and pulled back into the atrium. The patient did not exhibit signs of distress and did not collapse. Apparently, the patient raised his arm and cause the dislodgement. The lead was first repositioned but was ultimately explanted the next day. Lead stabilizers were used for support. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.